Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for right atrial flutter with a ez steer¿ nav ds bi-directional electrophysiology catheter, and a broken tip issue occurred. There was some resistance when inserting the catheter. When the catheter was pulled, the tip was bent with exposed wires. However, there were no sharp or lifted rings. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed broken tip has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for right atrial flutter with a ez steer¿ nav ds bi-directional electrophysiology catheter, and a broken tip issue occurred. The biosense webster inc. Product analysis lab received the device for evaluation. The investigational analysis completed on 1/10/2020. The device was visually inspected, and it was found in good conditions. Then, the catheter outer diameter was measured, and it was found to be within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions were found during the review. The customer complaint cannot be confirmed. The catheter passed specifications. Manufacture reference no: (B)(4).